Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system "image output was not good." A nurse reported that the system became unresponsive while he was trying to recreate the issue. The site performed a hard reboot on the system and it was functioning as intended. The site loaded patient images and reported a clean 3d model while in the planning window, but a grainy and unusable image in the registration window. The site noted that there were artifacts around the crown of the head. Technical services (ts) showed the site how to edit the model to remove artifacts and move the threshold to obtain a usable 3d model for registration. There was no patient involvement.

Manufacturer narrative:
H3, h6: no products were evaluated by medtronic personnel. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the system was checked out - the system was functioning properly, and that it was "just a bad scan."

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 736405, ubd: unknown, UDI: unknown please also see section b5 for additional information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.